Manufacturer narrative:
Ppae(heart block): the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An 81 year-old male with a medical history of hypertension and ischemic cardiomyopathy with reduced left ventricular ejection fraction had experienced progressively worsening fatigue for 4 months. Cardiac catheterization revealed severe multivessel coronary disease. The clinical team elected to proceed with a high-risk percutaneous coronary intervention supported by an impella cp. Vascular access was obtained via the right common femoral artery. A pigtail catheter was advanced across the aortic valve, during which the patient developed heart block. The impella device was subsequently implanted in standard fashion, initiated, and demonstrated normal blood flow. A temporary pacing catheter was placed through the left common femoral vein. The percutaneous coronary intervention was completed with coronary stents placement. After the procedure, the temporary pacemaker was turned off; however, the patient remained in heart block. The impella device was gradually weaned from support and removed without complication. The patient was transferred to the intensive care unit with the temporary pacemaker in place. The physician reported satisfaction with the overall procedural outcome. While the pump will be conservatively coded for heart block, it is more likely due to the patients underlying ischemic cardiomyopathy putting them at high risk of developing the complication. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.